Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia as well as hypoglycemia. The customer¿s blood glucose level was 500 mg/dl and some steroids as well as 30 mg/dl or 40 mg/dl. Customer would like to set the tempal basal. Advise customer to turn the auto mode off. The insulin pump will not be returned for analysis.